Manufacturer narrative:
The device remains implanted. A boston scientific technical service consultant discussed that as long as 8/10 of the criteria were met and the event gets into duration, it will be classified as being in the zone of detection, but with no therapy delivered. These can overwrite episodes with therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, a therapy episode was unable to be retrieved from this implantable cardioverter defibrillator. The device had been programmed with 3 detection zones; with the 1st zone set as monitor only 150-190 bpm. There were multiple episodes with no therapy in the monitoring zone, but one episode accelerated into the fast vt zone and the patient received an atp burst. There is no way to retrieve the egm of the episode since it was overwritten by the other episodes that came after this therapy. A boston scientific technical consultant was contacted. No adverse patient effects were reported.